Event description:
Patient with a current problem of abnormal mental status - specifically auditory hallucinations. The patient had been requiring inthrathecal dose increases since the new device system was implanted in 2003. They started on 150mcg/day and was up to greater than 2000mcg/day. The patient was switched from compounded baclofen(3000mcg/ml) to lioresal (2000mcg/ml). The hcp performed the proper bridge bolus at the time. The patient was also on a tapering dose of ativan (from 2mg three times a day to 0.5mg three times a day). The patient abruptly stopped the ativan, and improved somewhat after the ativan was started at a lower dose. The hcp turned the pump off, did a lumbar puncture for csf cultures-which turned out negative- and bolused the patient with 100mcg of baclofen. The psychosis settled down initially, but then returned. The hcp then gave the patient cyproheptadine 4mg every 6 hours without improvement after 24 hours. The patient was then started on neurontin 300mg three times a day and ambien 10mg every evening. The patient was reported to have been able to sleep, was coherent, and a tachycardia was resolved. The only symptom remaining was a mild tremor of fingers. The patient had surgery which revealed the pump connector had been torn by the silk anchoring ligature and thus was replaced. The hcp "backed off" on the medication by 10% to 2100mcg/day without giving a priming bolus. The patient had some mild hallucinations during the evening and by 7am the next day, was unarousable with a respiratory rate of 8-10 per minute. The hcp gave the patient romazicon, shut off the pump and gave the patient physostigmine. The patient remained unarousable and was transferred to ICU where they received a 2nd dose of physostigmine. Within half an hour, they woke up. Pt was initially confused, but steadly became more alert. Arterial blood gases revealed hypercapnia and "they placed patient on bipap."